Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) pole shaft is collor damaged. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.